Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation confirmed that the reported issue was due to water damage of the pneumatic block. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable. There was no patient harm or serious injury reported as a result of this incident.